Manufacturer narrative:
It was initially reported that the system controller remained in use. The device was subsequently received. The system controller in use at the time of event was received for evaluation. Device history records showed that the backup battery originally shipped with the device was serial number (B)(4); however, the backup battery serial number received with the system controller was (B)(4). The expiration date for the backup battery originally shipped with the system controller was 03/01/2016 and the expiration date for the backup battery received with the returned system controller is 05/06/2018. Neither of the backup batteries had reached their expiry dates. The serial number of the backup battery that was in use on (B)(6) 2015 when the backup battery fault advisory alarm occurred was unknown by the customer. When the returned system controller was connected to test equipment and powered on, a backup battery fault advisory alarm was displayed. When external power was removed from the system controller, the system continued to operate supported by the backup battery currently installed by the customer. Review of the system controller log file confirmed that on (B)(6) 2015 at 12:00 am there was a backup battery fault advisory alarm due to the backup battery having passed the expiration date. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. If the backup battery that was in use during the event was set to expire during (B)(6) 2015, per design, on (B)(6) 2015 the system controller log file would have displayed a backup battery fault advisory alarm at 12:00 am midnight. As previously indicated, the serial number of the backup battery in use at the time of the event was unknown and it was not provided for evaluation. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). Based on the evaluation the system performed as designed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The system controller backup battery was changed. The patient remains ongoing with the device and no further issues have been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a backup battery fault alarm on (B)(6) 2015 due to the expiration of the internal backup battery. The patient silenced the alarm and presented to the clinic for replacement of the backup battery for the system controller. There was no adverse impact to the patient.